Manufacturer narrative:
The information provided in device evaluated by MFR? And evaluation codes were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. No motor error alarms noted during testing. Motor was tested outside the device and passed. Intermittent button response noted during testing due to flattened dome switch on the up arrow button, down arrow button, esc and act buttons. Unit received with minor scratched lcd window and cracked reservoir tube lip. Pump passed the dat test at 0.08780 inches.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer's blood glucose was unknown at the time of incident. Customer stated that the buttons were unresponsive and sticking. . Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also mentioned to have received a motor error alarm and battery not lasting long and no troubleshooting was performed. Customer also reported that she was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 543 mg/dl. Customer stated that the insulin pump was not working right and alarming motor error. The customer was wearing the insulin pump during the hospitalization. Customer was treated with insulin drip at the hospital and declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.